Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) revealed complete heart block (chb). A permanent pacemaker was placed 1 day post-implant. No additional treatment was provided.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.